Manufacturer narrative:
A steris service technician arrived on site to inspect the washer and found that the spray arm was damaged and the tips of the spray arm had detached. Missing spray arm tips can allow water to spray directly at the door seal resulting in the reported event. To resolve the issue, the technician replaced the spray wash arms. The technician tested the washer, found it to be operating according to specification, and returned it back to service. While onsite the user facility informed the technician that they had been running cycles with missing spray tips. The user facility was counseled on the proper use and operation of the amsco 7053 hp washer/disinfector. A three-year complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported their amsco 7053 hp washer/disinfector was leaking water resulting in procedure delays/cancellations. No report of injury.